Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Implant doesn&#17696;fit tight into tibia plateau. Prolongation of procedure approximately 3 minutes. No patient injury. No additional information available.

Manufacturer narrative:
Investigation: the gliding surface is clicked intra-operatively into the tibia component. The movement between the two components is perceived in some cases by some users to be too great. Possibly they expect no movement to occur. In some cases the tibia and the gliding surface are replaced intra-operatively. The click mechanism of the fixed gliding surfaces is identical for both vega and columbus systems. To date it was not measurable how much movement was apparent. Since case (B)(4) from (B)(6) ((B)(6) 2015) we have two videos which show the pumping movement. The tolerances allow the maximum gap of 0.185 mm per side in the medial-lateral direction (transversalebene) and 0.35 mm in the proximal-distal direction (vertical). The gap in the vertical direction explains the pumping effect shown in the videos. The gap in antero-postero direction is minimized due to the fact that the gliding surface click mechanism deforms plastically during insertion. The described gaps are necessary to allow for the click mechanism, for manufacturing tolerances and for the heat expansion inside the body. The gaps are theoretical values which are smaller after implantation due to the combination of all the tolerances and because the components increase in temperature from 20°c to 37°c. An axial force is applied to the gliding surface during the whole gait cycle, which in addition to the click mechanism prevents the gliding surface from releasing from the tibia plateau. The axial force during the gait cycle prevents the vertical movement of the gliding surface from the tibia plateau. The wear testing of these products has been done according to iso14243 with implants from series production at 37°c. These wear tests include the gaps described as a result of the tolerances, the heat expansion and also the back-side wear due to the relative motion between gliding surface and tibia plateau. The wear testing for vega and columbus showed very good results. The click mechanism from columbus has been on the market since 2003. It is identical to vega. The mechanism is also identical to that of search evolution and therefore has been on the market even longer. It can be assumed that there are no problems related to wear because this would otherwise be apparent in the complaints statistics. Due to the plastic deformation of the click mechanism during assembly of the gliding surface with the tibia component, it is not productive to measure gliding surfaces which have already been clicked into the tibia. Gliding surfaces that have been decontaminated using steam may also have dimension changes. The measurement protocols of the relevant batches is in this case more productive. Batch history review: the manufacturing documentation has been checked for all of the above listed lot numbers. There is no indication for a manufacturing error or material defect. Conclusion and root cause: the described problem is most likely user related. Rational: the analyzed samples exhibit no product deviation. We assume, that the user interpreted the normal relative movement between the gliding surface and tibia plateau to be too great. Corrective action: a CAPA ((B)(4)) was opened as a result of previous similar complaints.